Event description:
During the attempt to recapture the top cap, when pushing the grey positioner into place, the top cap caught on the proximal portion of the main body graft and moved the graft toward the aneurysmal sac. The distal landing zone of the contralateral leg